Manufacturer narrative:
Title: does fixation of gastric sleeve prevent functional stenosis in sleeve gastrectomy patients? Source: surg laparosc endosc percutan tech volume 31, number 2 pp220-222. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study compared the outcomes of patients who underwent laparoscopic sleeve gastrectomy between 2012 and july 2019. There were 717 patients in the study. In 241 patients, the gastric sleeve was unfixed, and in 476 patients the gastric sleeve was fixed. Vloc was used to oversew the entire staple line in all patients. Complications included: bleeding, and a leak. Functional stenosis was noted. Blood transfusions and reoperations were required to treat the bleeding. The leak was treated with reoperation.